Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) /2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 27 mg/dl. The customer's blood glucose later went very high. The customer treated the low blood glucose with food. Prior to the hospitalization, the customer woke up feeling that he had low blood glucose. The customer then ate sugar and half a large jar of peach preserves. The customer stated that a possible cause of the low blood glucose was that the personal rates may have been too high on the insulin pump. The paramedics were subsequently called, and he was treated by the paramedics with gel and an IV. Nothing further reported.